Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia, with glucose reaching 370 mg/dl and remaining above 180 mg/dl for about three hours, following a same-day steroid injection; the device issued prolonged high glucose alerts and the user confirmed the infusion set and pump were functioning. Symptoms included thirst, headache, dry mouth, and feeling unwell. Outcomes included no need for assistance, no ketone testing, no medical intervention, and no hospitalization. Investigation included complaint intake, product-use review, and troubleshooting and education with the user. Investigation of this case revealed no device malfunction and an unclear cause of hyperglycemia, with the event plausibly associated with steroid-related insulin resistance. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.